Event description:
An external cerebrospinal fluid drainage and monitoring system was connected to the pt via a ventriculostomy. The ventriculostomy was clamped to prevent drainage into the drainage bag. There was leakage of fluid observed around the pt line stopcock and the stopcock was cracked. The system was disconnected and another system was placed.